Manufacturer narrative:
The hospital biomed replaced the carrier/com express board. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit alarmed for a system malfunction at boot-up. There was no report of patient involvement.